Manufacturer narrative:
Additional evaluation was provided on the actual sample received. Boxelopes with red marking on the side were received. Returned materials are consistent with the "dummy boxelopes" that are packaged in boxes of proceed mesh when there are not enough samples to completely fill a box. These "dummy boxelopes" are needed to aid in the sterilization process, as far as achieving the correct weight or volume.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was provided a photo of package and packing slip, and actual packaging will be returning. Some of the product was packaged with unlabeled packaging.

Event description:
It was reported that prior to the unknown procedure on unknown date, the package with a mesh was blank without labeling, but the package insert for this mesh was included in the package. There was no patient involvement occurred. No further information is available.